Event description:
It was reported that during a non-device related procedure, the patient received an inappropriate shock. Review of the electrograms indicated that the magnet taped over the device was functioning intermittently during the procedure. It is unclear if the shock was due to the device oversensing or if there was an issue with the magnet. No further issues were reported after the procedure. The device remains implanted. The patient condition was fine.